Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a post implant follow-up, high capture threshold resulting in loss of capture was noted on the right ventricular (rv) lead. The capture issues were due to patient anatomy. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.